Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis of the ipg found some discoloration at both the septums and the header, as well as, scratches to the can. Functional testing confirmed that the device was nonfunctional with no output or telemetry. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys, including an ipg, on (B)(6) 2008. It was reported the ipg was explanted and replaced due to no output and no telemetry. According to the physician, the pt was non-compliant with recharging the device, which may have resulted in battery depletion. The explanted ipg was returned to the MFR for analysis. F/u on the pt found no further issues reported.